Event description:
Distal tip broke off and stayed in pt coronary.

Manufacturer narrative:
As the device was not returned, it was impossible to evaluate from an engineering viewpoint. A lot batch history review could only be carried out. The investigation does not indicate any guidewire related defect that may have led to the complaint. This complaint data will be monitored for this product for trending purposes. Analysis and conclusion: a review of manufacturing records showed that the device was manufactured to specification. No further investigation is possible. Post market performance of the guidewire will be monitored for any negative trends in the performance of the device.